Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was not duplicated or confirmed. The lcd color display cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device displayed horizontal lines across the monitor and clinical information could not be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.